Event description:
Caller states that her husband has als and had an 8lpc placed on the (B)(6) 2012 and that it had lost air and needed to be replaced on (B)(6) 2012 at the hospital. The caller confirmed that recannulation of a replacement tube was required. Caller states that patient did tolerate the recannulation without incident.